Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) system present to the emergency department after receiving seven shocks. The health care professional (hcp) called in for review of device data. Technical services (ts) reviewed and found that five of the seven shocks record a code 1005 indicative of an open circuit condition detected upon shock delivery due to a high out-of-range shock impedance measurements measuring greater than 125 ohms. It was noted that the shocks put the patient into a wide morphology arrythmia in which the arrythmia did not convert but it fell into the ventricular tachycardia (vt) zone with no therapy. The next two episodes were the wide morphology but fell into the monitor only zone and then the presenting shows the rhythm has converted. Ts informed that the rv lead cannot be no longer relied upon to deliver high energy. Additionally, it was noted the right atrial (ra) lead exhibited noise. Subsequently, the system was explanted and replaced. No additional adverse patient effects were reported.